Event description:
It was reported that a green film was found on the shaver blade unit. The film went into the knee.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.